Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient attended a follow-up appointment at the clinic. During the examination, it was found that the right atrial (ra) lead had variable low pacing impedance during isometric exercises and pocket manipulation. Additionally, the ra lead demonstrated a high capture threshold. Adjustments were made to the programming. The patient's condition is stable and will continue to be monitored further.